Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that she had gone to the ER (emergency room) twice now. Once in march, when she stayed 2 days and then recently a week ago today. She stated that she had a skin infection that started below her belly button where the pump was. Then ulcers formed next to the pump and now there was a dime sized one right in the middle of the pump where they did the injection for the pump refills. She stated that back in march, the infection spread under her skin over the pump, but there was apparently no pump involvement. They did a CT scan and put her on antibiotics which cleared up the issue. For the recent on last week, she went to the ER and they put her on an IV (intravenous) then transitioned her to oral, but the issue was not gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.